Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his right side, under the right electrode and under the patient's right arm above the elastic band. The area was described as three open sores or boils/blisters. The patient's wife reported that it looked like the skin was being rubbed and that she used bacitracin to try to treat the irritation. The patient sought medical attention and his doctor stated that he believes that the too tight garments are causing the irritation. The patient's nurses dressed the wounds and applied an unknown cream to the wounds. The patient also removed the lifevest due to being on hospital telemetry. During a follow up, the patient's wife reported that the irritation was almost completely gone.